Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448251m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient with a history of severe heart failure and atrial fibrillation (afib) underwent a afib pulmonary vein isolation (pvi) ablation using a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred when brockenbrough needle when a catheter was perforated puncture along a wire. Drainage was performed for cardiac tamponade, and the procedure was terminated because hemodynamics became stable. Drainage was performed, blood pressure was stable, and the patient was being followed up in the intensive care unit (ICU). The physician commented that: the patient was a patient with severe heart failure, and pvi was performed to stop af after understanding the high risk, but the left atrium (la) was larger than expected and the septal puncture seemed to have slipped. It was thought to have been broken with a bb needle or ablation catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On 4/7/2021, biosense webster inc. Received additional information was received indicating the patient was a 72-year-old female weighing 43 kgs and patient¿s condition was reported to have improved. The physician reported the cause of the adverse event was cause by the patient¿s condition and procedure and the transeptal puncture was performed with an unknown needle. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).